Event description:
According to the reporter, the device would not analyze a pt the first time the "analyze" button was pressed. The device subsequently operated properly. No adverse affects to the pt were reported as a result of the allged malfunction.